Event description:
It was reported that the pt experienced impedances of >3,600 ohms on all electrode configurations. The pt also felt a shocking/jolting sensation in their thigh area after a CT scan. The shocking was followed by lack of stimulation. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)